Manufacturer narrative:
The reagent on the test strips was deteriorated and gray in color. The qa lab found the returned reagent to read an average of 281 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that her blood glucose and control test readings had been between 300-400 mg/dl. While troubleshooting, she performed control tests and received results of 446 and 417 mg/dl. The normal control range was 93 -129 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.